Manufacturer narrative:
Pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 203 mg/dl. Customer other relevant blood glucose level was 142 mg/dl, 193 mg/dl. Customer also stated that the reservoir was chipped at top. The device will be returned for analysis.